Event description:
It was reported st elevation occurred. This watchman laa closure device 24mm was selected for a left atrial appendage closure procedure. The patient experienced st elevation during the procedure. There was no intervention and the procedure was completed successfully without further patient complications.